Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Name of initial surgical procedure in 2009. The diagnosis and indication for the initial surgical procedure? Were there any intra-operative complications? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that the patient underwent a gynecological procedure in 2009 and the mesh was implanted. Then a small vaginal mesh erosion found on examination in clinic on (B)(6) 2010 and was managed conservatively. On (B)(6) 2014, conservative management was continued for mesh erosion into vagina. It was also reported that vaginal discharge increased and mesh erosion felt in vagina. On (B)(6) 2018 the patient had excision of 1cm vaginally exposed mesh under general anesthesia. Additional information has been requested.